Manufacturer narrative:
This case was initially received via regulatory authority mhra (reference number: (B)(4)) on 19-apr-2017. The most recent information was received on 24-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain, lower abdominal pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple cesarean sections (2 cesarean sections). On an unknown date, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability and medically significant), fatigue ("chronic fatigue"), menorrhagia ("heavy menstrual bleeding, large blood clots during menstrual cycle"), malaise ("sickness"), back pain ("lower back pain"), arthralgia ("joint pain/aches"), anaemia, alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("stomach bloating"), pruritus ("itching") and hypoaesthesia ("numbness at the top of left leg"). The patient was treated with ferrous sulfate (ferrous sulphate), paracetamol and ibuprofen. At the time of the report, the abdominal pain lower, fatigue, menorrhagia, malaise, back pain, arthralgia, anaemia, alopecia, weight increased, abdominal distension and pruritus had not resolved and the hypoaesthesia was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, anaemia, arthralgia, back pain, fatigue, hypoaesthesia, malaise, menorrhagia, pruritus and weight increased with essure. The reporter commented: she considered the reaction to be serious: involved or prolonged inpatient hospitalisation, involved persistent or significant disability or incapacity, medically significant. Admitted into hospital with lower abdominal pain cause unknown. Prescribed ferrous sulphate due to blood loss during menstrual cycle. Referred back to gynaecologist after experiencing chronic fatigue. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-jul-2017 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 394 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 24-jul-2017: permission for the company to contact for further information not provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4) on 19-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain, lower abdominal pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (2 cesarean sections). On an unknown date, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability and medically significant), fatigue ("chronic fatigue"), menorrhagia ("heavy menstrual bleeding, large blood clots during menstrual cycle"), malaise ("sickness"), back pain ("lower back pain"), arthralgia ("joint pain/aches"), anaemia ("anemia"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("stomach bloating"), pruritus ("itching") and hypoaesthesia ("numbness at the top of left leg"). The patient was treated with ferrous sulfate (ferrous sulphate), paracetamol and ibuprofen (iprofen). At the time of the report, the abdominal pain lower, fatigue, menorrhagia, malaise, back pain, arthralgia, anaemia, alopecia, weight increased, abdominal distension and pruritus had not resolved and the hypoaesthesia was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, anaemia, arthralgia, back pain, fatigue, hypoaesthesia, malaise, menorrhagia, pruritus and weight increased with essure. Reporter's comment: the reaction was serious: involved or prolonged inpatient hospitalisation, involved persistent or significant disability or incapacity, medically significant. Admitted into hospital with lower abdominal pain cause unknown. Prescribed ferrous sulphate due to blood loss during menstrual cycle. Referred back to gynaecologist after experiencing chronic fatigue. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pain, lower abdominal pain. This event is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy and is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident due to hospitalization and disability reported. Additionally, non-serious events were reported. The technical assessment concluded a quality defect was not confirmed but considered plausible. Further information is being sought.

Event description:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on 19-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain, lower abdominal pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (2 cesarean sections). On an unknown date, the patient had essure inserted. In 2016, the patient experienced abdominal pain lower (seriousness criteria hospitalization, disability and medically significant), fatigue ("chronic fatigue"), menorrhagia ("heavy menstrual bleeding, large blood clots during menstrual cycle"), malaise ("sickness"), back pain ("lower back pain"), arthralgia ("joint pain/aches"), anaemia ("anemia"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("stomach bloating"), pruritus ("itching") and hypoaesthesia ("numbness at the top of left leg"). The patient was treated with ferrous sulfate (ferrous sulphate), paracetamol and ibuprofen (iprofen). At the time of the report, the abdominal pain lower, fatigue, menorrhagia, malaise, back pain, arthralgia, anaemia, alopecia, weight increased, abdominal distension and pruritus had not resolved and the hypoaesthesia was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, anaemia, arthralgia, back pain, fatigue, hypoaesthesia, malaise, menorrhagia, pruritus and weight increased with essure. Reporter's comment: the reaction was serious: involved or prolonged inpatient hospitalisation, involved persistent or significant disability or incapacity, medically significant. Admitted into hospital with lower abdominal pain cause unknown. Prescribed ferrous sulphate due to blood loss during menstrual cycle. Referred back to gynaecologist after experiencing chronic fatigue. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pain, lower abdominal pain. This event is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy and is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident due to hospitalization and disability reported. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.